Event description:
It was reported that hour glass no readings sensor error was reported. The sensor was inserted into the arm on (B)(6) 2023 . It was reported that the patient experienced a sensor error on the same day after the sensor had been inserted in the arm. The patient experienced messages instructing her to wait 3 hours, it said "new sensor" after 3 hours, the reading was reported high all day. On the morning of (B)(6) 2023 an ambulance was called by the patient's spouse. The patient was transported by ambulance to the emergency department due to hyperglycemia. There were no details about patient symptoms. There was no information about bg during the hospital encounter or treatment for hyperglycemia. It was documented that the patient was treated with iopamidol (isovue-370) (a contrast agent for imaging) and dimenhydrinate (treatment of chemotherapy-induced nausea and vomiting). There was no documentation about any treatment administered to the patient for hyperglycemia. At the time of the report the patient was fine. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.